Event description:
Septic knee. Information was received in 2001 regarding a patient who experienced a septic knee after receiving two intra-articular synvisc injections into the left knee in 2001. The patient has a history of severe degenerative arthritis, patellar instability, and has had multiple bilateral knee operations since 1969. The most recent knee operation occurred in 2001 in the patient's left knee. Because the patient continued to experience pain in the left knee, synvisc injections were prescribed. An initial series of injections were administered 2 months later with excellent results. A second series of synvisc injections began 6 monthslater 2001 and ended 9 days later. About one day after receiving the second injection, the patient experienced "sudden" pain in the injected knee, which progressed into swelling, erythema and warmth. The patient was seen in a emergency room where they was prescribed an anti-inflammatory medication and hydrocodone (hydrocodone bitartrate and acetaminophen). Three days later, the patient continued to complain of "severe" pain and the prescribed medications were continued. Three days later, the physician saw the patient and a moderate effusion with slight increased heat was present in the left knee joint. Marked guarding, apprehension and withdrawal-type pain were present upon examination of the knee. Thirty ccs of straw-colored synovial fluid was aspirated from the affected knee and sent for analysis. Blood was drawn for a cbc and sedimentation rate (sed rate). Hematology results of the synovial fluid revealed a cloudy, yellow fluid with rbcs 1050/mm3 and wbcs 20,125/mm3. No crystals were present and complement c3 was 120.0 mg/dl. The cbc was normal and the sed rate was 103 (nl 0-15). The gram stain was negative; however the synovial fluid culture indicated isolation of moderate gram stain was negative; however the synovial fluid culture indicated isolation of moderate streptococcus intermedius (viridans strep). The patient was prescribed oral keflex (cephalexin hydrochloride), 500 mg tid and celebrex (celecoxib), 800 mg po, once follow by 200-600 mg qd, prn. The affected knee was then injected with 0.5% marcaine and 5 ccs of 1% plain xylocaine. Two days later, the patient continued to experience "severe" pain. The patient had been taking both the hydrocodone and celecoxib for pain control and had experienced a slight temperature for two days. Again, the patient's left knee joint presented with a moderate effusion and slight increased heat. The guarding and apprehension were still present. The physician re-aspirated 80 ccs of straw-colored fluid from the left knee and injected marcaine/zylocaine. Arthroscopic surgery for debridement and synovectomy was discussed with the patient if no improvement occurred in 24 hours. The next day, the patient was admitted to the hospital with a diagnosis of septic arthritis of the left knee with underlying degenerative arthrosis. The patient subsequently underwent an arthroscopic lavage and joint debridement with partial synovectomy of the left knee. An intraoperative culture grew streptococcus viridans. The patient was started on intravenous (IV) ceftriaxone. A PICC line was placed for home infusion therapy, and the patient was discharged from the hospital the next day in 2001, the patient returned to the patient's physician for follow-up care. Mild swelling and warmth were present in the affected knee, and the patient continued to complain of pain, although improvement was noted. The patient also had complained of an intermittent low-grade fever and had loose stools for two days. Physician therapy was indicated to help decrease the swelling and increase the range of motion. Celecoxib, 200 mg, was continued; and the IV ceftriaxone was to be continued for another 13 days. The next day, definite improvement was noted in the patient's left knee. Ted hose and celecoxib were prescribed to help decrease the swelling. Physical therapy was to continue with the prescribed modalities. Hydrocodone was ordered, 1 tab, po, q4-6 hours prn for pain. In one week, the patient was seen again for follow-up care. The low-grade fever, night sweats and diarrhea had resolved. The knee pain continued but with improvement. Mild swelling with mild erythema persisted in the affected knee. The arthroscopic incisions were well healed. Laboratory data from dec-2001 revealed a sed rate of 98 and c-reactive protein of 22.8. The patient was to continue receiving IV ceftriaxone for at least six more days. The treating physician stated that it was possible that the patient had experienced a reaction to synvisc. Although the actual lot number was not provided, the qa incident report indicated that data review showed that product released during 1999, 2000 and 2001 met specifications.